Manufacturer narrative:
Date of event estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of perforation is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Without the device returned for analysis, and specified failure mode, a conclusive cause for the reported event or patient effect could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that a perforation was noticed in a procedure with proglide use. No additional information was provided.

Event description:
It was reported as a general comment that a perforation was noticed in a procedure with proglide use. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of perforation is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Without the device returned for analysis, and specified failure mode, a conclusive cause for the reported event or patient effect could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.